Event description:
It was reported that after insertion, the intra-aortic balloon (iab) was seen via imaging migrating down about an inch. When this was noticed the doctor attempted to advance the iab but was unsuccessful. The iab was removed and replaced with a second iab. However, the same issue occurred so the second iab was removed as well. The doctor did not continue with therapy. There was no patient harm or adverse event reported. This report is for the 1st iab involved. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) was seen via imaging migrating down about an inch. When this was noticed the doctor attempted to advance the iab but was unsuccessful. The iab was removed and replaced with a second iab. However, the same issue occurred so the second iab was removed as well. The doctor did not continue with therapy. There was no patient harm or adverse event reported. This report is for the 1st iab involved. A separate report for the 2nd iab was submitted under mfg report number 2248146-2023-00713.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. We are unable to confirm the reported iab migration and difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).